Event description:
It was reported that the patient had fluid in their brain after the pump was implanted. The patient had a shunt implanted in 2010. The pump was infusing baclofen (unknown). Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43871, implanted: (B)(6) 1997, explanted: (B)(6) 2011, product type: catheter. (B)(4).